Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received insulin pump error alarm. Customer¿s blood glucose level was 293 mg/dl. Customer reported that they were able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to rewind the insulin pump. Customer was assisted with performing displacement test and the test results passed. However, customer was performed self test and the test was failed. Troubleshooting was performed. Customer was advised that the insulin pump required replacement and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, device alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin on the keypad assembly. No unexpected pump error 81 alarm or pump error 82 alarm noted during testing. The motor was tested outside of the device and passed.